Manufacturer narrative:
Based on the information and measurements received, a mechanical damage of the stimulator electronics, which is typical for a severe external impact to the housing, appears likely. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. Re-implantation is considered, but despite requested several times, no further information has been received.

Event description:
The user suffered from an accident with an hoverboard and fell on the head; a big hematoma developed in the area of the implant. The processor did not hold on the head. After the swelling was gone the coil holds in place but no communication with the implant is possible. The user will be reimplanted but no further information has been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered from an accident with an hoverboard and fell on the head; a big hematoma developed in the area of the implant. The processor did not hold on the head. After the swelling was gone the coil holds in place but no communication with the implant is possible. The user will be reimplanted.

Manufacturer narrative:
The device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. Furthermore swelling was noted on the implant site, which is likely a medical consequence of a reported trauma. The problems described in the recipient report and the reported accident appears to match the damage found. This is a final report.

Event description:
The user suffered from an accident with an hoverboard and fell on the head; a big hematoma developed in the area of the implant. The processor did not hold on the head. After the swelling was gone the coil holds in place but no communication with the implant is possible. The recipient was re-implanted on (B)(4) 2018.